Event description:
The event involved an unspecified primary set filter where it was reported the1.-micron filter produced air bubbles after being fully primed. New filter was attached, had the same problem. The event date was on (B)(6) 2024 at 5:00pm occurred in unit 2. There was patient involvement and unknown adverse event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of air bubbles could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.